Manufacturer narrative:
Product ID# 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient didn¿t have left leg coverage. The patient presented on the day of the report for a lead revision. The rep reported that the pain wasn¿t controlled in the leg. The rep reported that the impedances on the paddle lead 0-7 were out of normal limits. The rep reported that the healthcare provider (hcp) added 2 percutaneous leads. The hcp had difficulty putting in the first percutaneous lead due to scarring and impedances were out of range on the first percutaneous lead. The hcp removed this lead and added another lead. The lead was tested intra-operative with good coverage. The patient was pleased in the pacu. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in a case and the 0-7 lead was out. The rep said they wanted to put in a perc lead. The rep wanted to know how to program. It was reviewed that there is not a way to accommodate it with programming and the rep should select yes to the abandoned leads question. The explanted device would be returned for analysis. No symptoms or further complications were reported.